Event description:
Emt's responded to a person described as in cardiac arrest. The pt was connected to the device and diagnosed as in ventricular fibrillation. According to the reporter, the device was charged, but when full cahrge was reached, the device lost power. Another device at the scene was immediately used as a backup and no adverse affects to the pt were reported as a result of the alleged malfunction.